Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during use in the or, the swan-ganz catheter would not measure central venous pressures (cvp) or pulmonary arterial pressures (pap). The catheter was floated to 50cm and the pa waveform appeared to be wedged and the pap changed from 24/10 to 24/21 for no known reason. The catheter was flushed and pulled back to 35cm and the pressure cable and transducer were changed, but there was no change in the waveform or readings. It was noted that no rv waveforms were seen during attempts to refloat the catheter to as far as 45cm. A different model swan-ganz catheter that only measures cco was obtained and used. No further issues were encountered. There was no patient injury.

Manufacturer narrative:
Our product evaluation laboratory received one swan-ganz catheter (model 746f8) with monoject limited volume syringe and non-edwards contamination shield. The pressure monitoring unit was not returned. The catheter passed in-vitro calibration with the lab cal-cup. The catheter was submerged in a 37.0°c water bath and read 36.9°c on the vigilance ii monitor, which was within specification. The catheter ran cco in a 37.0°c static water bath for 5 timed minutes without an error message. The thermistor and thermal filament circuit were continuous. There were no open or intermittent conditions. The eeprom data was found to be normal, both the stored data and the computed data matched. The resistance value of the thermal filament circuit was measured at 36.00 ohms which was in specification. The balloon inflated clear and concentric and remained inflated for 5 timed minutes without leakage. All through lumens were patent without any leakage or occlusion. No visible damage was observed from the catheter body. The report of pressure issue was not confirmed - without the return of the pressure monitoring unit, the customer report of pressure issue could not be confirmed. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications are well described in the literature. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure tubing that is used with swan ganz catheters can also be a contributing factor to inaccurate values. In regards to the pressure tubing used with swan ganz catheters, it should be noted that poor dynamic response can be caused by air bubbles, clotting, excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. Pressure readings should correlate with the patient¿s clinical manifestations. It is unknown whether user or procedural factors contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.